Manufacturer narrative:
(B)(4) the cobra fusion 50 device lot number 72784 was returned and evaluated, complaint was confirmed as a hole in the silicon cover, proximal to the ablation region. During initial investigation of the returned product, the failure mode was evaluated and determined to be a non-reportable event. Subsequent device investigation on 8/31/2018 found a damaged suction pod, broken inactive electrode, and broken active electrode broken. The broken inactive electrode is a malfunction that, if it were to recur, reasonably suggests the device could cause or contribute to an injury or intervention.

Event description:
It was reported on (B)(6) 2018 that a (B)(6) female patient underwent an tt maze procedure. Patient was off pump and heparinized with an act greater than 250. During the case when the cobra fusion 50 was used to do linear roof and floor lesions, there was an issue where the cobra fusion device would not maintain vacuum while starting lesions on the left side of left atrium. The patient had a very difficult anatomy and the fusion 50 had to be repositioned multiple times. The physician stated that it was difficult to locate the fusion 50 in the correct location. A couple of ablations were done before a drop-in pressure was seen and it was at that point it was noticed there was a hole in silicon cover, proximally from ablation part. The surgeon believes the hole was created while positioning the fusion. A second cobra fusion 50 was used to complete the procedure, with no harm to the patient.